Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, stroke/cva and loss of consciousness.

Event description:
It was reported that alert/notification settings. On 08/31/2024, the patient was at work. He felt dizzy, started trembling, ¿suffered a light stroke" (reported like this by the patient) and lost consciousness. The continuous glucose monitoring device didn´t alerted the patient for hypoglycemia. One of the managers called the paramedics. When the paramedics arrived, they took a blood glucose reading which was 63 mg/dl. The patient was taken to the hospital by paramedics. The patient was treated with glucose and was hospitalized for 2 days. There they performed lot of lab works, computed tomography scan (CT-scan) and magnetic resonance imaging (MRI). At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.